Event description:
It was reported that during a cori assisted tka surgery, the screens of the blacked out when advancing to the cut femur stage. They then received an internal error. They quit, resumed, calibrated, and began to mill distal femur. At this point the suction attachment on the guard broke off and hit the floor. They used the other guard in the set and proceeded without issue. The procedure was completed with a non-significant delay. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The reported ¿internal error¿ was confirmed in the ¿cut femur¿ screen. This is an occurrence of a known software issue that is under further investigation. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.